Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced pain at the ipg pocket site. The patient had drainage at the pocket site and the superficial suture points were opened. The physician cleaned the pocket site and the patient was administered antibiotics. The patient was referred to a wound clinic for further treatment. The patient underwent a pocket relocation procedure and is reportedly doing well.